Event description:
Pt called lfs in 1/03 alleging the ot ultra meter would not power on. The pt reported feeling sleepy. No adverse event reported. The issue was not resolved with trouble shooting. Pt also reported that prior to the meter not powering on pt obtained blood glucose results of 124mg/dl and 200mg/dl with a lifescan meter, performed within 10 minutes after of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.